Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer experienced an elevated blood glucose (bg) level (522-523 mg/dl). The customer had not treated the bg at the time of the call. The customer declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.